Event description:
During testing by a service technician at the manufacturer facility, it was found that the handpiece ran in safe mode and the locking cam disassembled. No medical intervention and no adverse consequences were reported with the events. As the events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
During testing by a service technician at the manufacturer facility, it was found that the handpiece ran in safe mode and the locking cam disassembled. No medical intervention and no adverse consequences were reported with the events. As the events occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Evaluation of the device confirmed that the handpiece ran when the slide switch was in safe mode and the locking cam was missing; a missing locking cam will allow the handpiece to run in safe mode. Signs of non-stryker modifications were detected; the locking cam was likely removed or fell out during a non-stryker repair.